Event description:
An account manager reported on behalf of facility reported that following an intraocular lens (iol) implant procedure, explanted a +4.0d lens and implanted a new power lens. Physician was suspecting mislabeled lens. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).